Manufacturer narrative:
(B)(4). Concomitant medical products: item # 42532007501 lot # 63450225. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03707.

Event description:
It was reported that a patient underwent a left total knee arthroplasty and 3 years later the patient underwent a revision due to instability. It was further reported patient was non-compliant and was going up and down ladders too soon post op which led to the stretched ligaments.

Manufacturer narrative:
(B)(4). Complaint was confirmed by review of medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication was noted during both primary and revision surgery. The patient was revised for the instability issues. The medical record also revealed that the patient was obese and had a high level of activity. The root cause of the reported issue was due to the patient failing to follow the doctor's post-operative instruction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.